Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead pulled back when the catheter was cut away. The lead was repositioned and was observed to have pulled back a second time when the device was placed into the pocket. The physician elected to program the device to right ventricular (rv) therapy only. A post operative check the following day revealed loss of capture on the lv lead. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure is not being planned at this time. Available information suggests this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.